Event description:
The consumer reported using the prod for three hrs on her skin. When the patch was removed, the consumer described redness, blisters and skin removal. The consumer consulted with her family dr and subsequently treated the burn with antibiotic ointment, compresses and tylenol with codeine.

Manufacturer narrative:
Otc prod: yes. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is not evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.